Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that the phaco function (u/s) was down. The cassette and footswitch were exchanged without improvement. Surgery was completed with another device. Patient impact is unknown. Additional information has been requested but not received to date.